Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4194 lead implanted 2010-(B)(6); 5554 lead implanted 2010-(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that three months after the implant procedure the patient suspected early battery depletion with their device. It was further reported that the clinician believed that the chronic right ventricular and left ventricular leads showed high capture thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.